Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a navigation ring failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm.

Manufacturer narrative:
E1: reporter phone number - (B)(6).

Manufacturer narrative:
The customer reported that a navigation ring failure occurred during periodical device check. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the response of the navigation ring was intermittent. Upon arrival, the pse discovered: 1. The problem occurred when trying to change the settings on the settings screen. 2. The issue occurred repeatedly. 3. The settings would not change automatically even if buttons were not pressed. 4. Values could be adjusted normally on the touch screen. 5. The settings would not change automatically even if you have not entered anything. 6. The usual cleaning method was unknown. The pse replaced the front bezel and verified that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed front bezel was returned to the product investigation lab (pil). The pil confirmed that the navigation ring located on the top right portion of the front bezel operated as expected. With the navigation ring connected to the standard test bed (stb) during unit operation, the pil technician found that the navigation ring provided a consistent increase and decrease of numerical setting choices in a linear fashion when used. The pil technician also verified that the switch panel power assembly power on button and all light emitting diodes (leds) associated with the switch panel power assembly of the front bezel operated as expected. No fault was found.